Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue: patient rewinds then loads the cartridge securing the cap and then presses the load step. When she does this, the loading step does not stop until it is spraying out insulin even though the cap is on tight this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: no evidence of a load step malfunction recorded in the black box. During investigation able to load and prime cartridge with no alarms.. Force sensor calibration reading was in specification. Opened pump and removed from case. A force sensor flex trace was cracked at the pin. Battery cap cracked from threads to grip. No corrosion in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.